Event description:
Customer called because she was unable to prime pump. Customer checked for leaks at connection and tubing but found no leaks or air in tubing. There was no "no delivery" alarm during troubleshooting.